Event description:
Labs ECG module was being used in the operating room. Invasive pressures went flatline during case. Module was pulled and reset. Pressures came back up, but there was an artifact on presure waveforms during operation of bovie.